Event description:
Boston scientific crm received information that during the elective replacement of this pacemaker, the setscrews could not be loosened in order to release the lead from the device header. Despite multiple troubleshooting efforts, it was necessary to cut off the device header. The physician stated that he suspected the header had already started to separate from the device. A temporary pacing wire was inserted to ensure therapy in this pacemaker dependent patient during the procedure. A new device was implanted and successfully interfaced to the chronic lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that both ventricular setscrews were fully retracted. The setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular channel of the outer seal rings. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.